Event description:
It was reported that when using the bd pyxis¿ medflex 1000, cabinet records did not move. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the records were not moving. A technical support specialist remoted into the system and found that the connection had been closed, restarted the application service provider synchronization (asp) synchronization service; however, the issue reoccurred, switched the service, after which syncing started successfully, approximately 6.5k records began transferring from myqlink (mql) to the local database. While in the cabinet, disabled the ease of access cursor thickness setting, which was likely enabled inadvertently via a shortcut. The issue was considered resolved. The system functioned as intended after the technical support specialist troubleshot the device.